Event description:
During an interventional procedure, immediately after post-dilatation of a stent that was placed in the carotid artery, slow blood flow was detected on angiography. The patient suffered motor restlessness and transient aphasia. After the operational procedure, the patient had transient unconsciousness and then suffered from vertigo and lightheadness. All the symptoms were resolved by the time the patient was taken from the catheter operation room. The patient is a male. The target lesion was the carotid artery (side unknown). The vessel was described as ulcerated, but not severely stenotic. The patient was anti-coagulated. The lesion was not pre-dilated. The stent and the angioguard were deployed in position with no difficulty. After the stent was post-dilated, debris from the atheromatous lesion was caught on the filter and the debris clogged the filter preventing blood flow. The debris caught on the filter was aspirated out with eliminate (7 fr. For cg) catheter. The physician guessed the prolapsed fine pieces of debris might have caused the events. The stenting procedure was completed successfully and the patient is in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two cordis products that was used in the same procedure and is related to mfg# 1016427-2008-00049 and 9616099-2008-00508.